Manufacturer narrative:
E1. Added initial reporter address line 1 as it was omitted from the initial report that was submitted. H6. Added code b13 as it was omitted from the initial report that was submitted. H11. Added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be use issue because the bleeding was resolved by resuturing using forward tension sutures. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp had bleeding at the impella access site. The site was re-sutured using forward tension sutures.